Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The device is currently retained by the italian court. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic procedure, this stapler applied the staples but failed to cut the tissue. Therefore, the device got "jammed" inside the patient, and the surgeon had to apply force to extract it. This caused tissue injury and the need to resect an additional part of the bowel. After one month, the patient had to undergo laparotomy with stoma formation. The device has been retained. Additional information has been requested.

Manufacturer narrative:
(B)(4). The only information that could be obtained is the following: no buttressing material was used. The damaged tissue was removed and a new anastomosis was created by using another (B)(4). The stoma was created to protect the anastomosis.